Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the burr was detached at the distal end. When the rotapro advancer was connected to the rotapro console and the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. No evidence of the reported difficulties during removal was identified during analysis.

Event description:
It was reported that a device separation occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified right coronary artery. A 1.50mm rotapro was selected for use. During the procedure it was noted that the rotapro encountered resistance during removal, and the burr got separated. The detached fragment was removed using a guide extension. No further patient injury was reported.

Event description:
It was reported that a device separation occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified right coronary artery. A 1.50mm rotapro was selected for use. During the procedure it was noted that the rotapro encountered resistance during removal, and the burr got separated. The detached fragment was removed using a guide extension. No further patient injury was reported.